Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent thrombosis occurred. The target lesion was located in the vein graft to right coronary artery and vein graft in-stent restenosis. A 2.50x16 synergy drug-eluting stent was placed for treatment. During procedure, the patient was given aspirin and heparin. However, post procedure the patient experienced chest pain which led to thrombosis. The patient was treated with thrombectomy and another synergy drug-eluting stent placed to distal vein graft. No further patient complications were reported and the patient's status was stable and discharged on aspirin 81 qd and brilinta 90 bid.